Event description:
Nxstage pure flow b solution bags have been leaking into the outer wrapping. This renders them unusable for their intended use with continuous veno-venous hemofiltration (cvvh) therapy.